Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a levophed infusion in the ICU the drug was suspected to be flowing into a bag of vasopressin on a separate channel. The vasopressin was infusing on channel c of the first pump system at 6 ml/hr. Levophed 8mg/500ml was initially infusing at 113 ml/hr on channel b of a second system; it was later changed at 3:40 am to quad strength to infuse on channel d of the first system. The vasopressin and levophed lines were both hung as primary infusions, with the levophed connected to the distal port of the vasopressin line below both pumps. The drip chamber of the levophed line was not full as would be expected with the reported backflow. All other meds and fluids were infusing to a different line. The patient's bp had previously been low (70+ systolic) and increased to 110+ systolic after the med bag was changed to the higher concentration. There was no lasting effect or change in the patient's overall condition. The facility biomed tested the system with the levophed module and tubing and rate accuracy was within specifications.